Event description:
As reported via (B)(4) study, a patient experienced instent restenosis of a previously implanted cypher stent in the mid rca and instent restenosis of a previously implanted cypher stent in the proximal lad approximately (B)(6) months after the index procedure. At the time of the index procedure, the angiography revealed four vessels diseased. The indication for the procedure was unstable angina pectoris. The proximal left anterior descending was described as 6mm in length, class a, and de novo with 95% stenosis. The reference vessel was 3mm in diameter with possible thrombosis prior to the procedure. The lesion was treated with a 3.0 x 8mm cypher rx at 20atm pressure. The stent was post-dilated with 3.25 x 8mm balloon at 12atm pressure as a standard procedure. The distal right coronary artery was described as 21mm in length, class c, moderately calcified, and de novo with 99% stenosis. The reference vessel was 2.25mm in diameter with possible thrombosis prior to the procedure. The pre timi flow was I. The lesion was pre-dilated with a 2.0 x 12mm balloon at 14atm as a planned procedure and a 2.25 x 23mm cypher rx was implanted at 14atm. The stent was post-dilated with 2.0 x 12mm balloon at 14atm pressure as a standard procedure. The post timi flow was iii. The mid right coronary artery was described as 26mm in length, class c, moderately calcified, and de novo with 99% stenosis. The reference vessel was 2.5mm in diameter with possible thrombosis prior to the procedure. The pre timi flow was ii. The lesion was pre-dilated with a 2.0 x 12mm balloon at 10atm as a planned procedure and a 2.5 x 28mm cypher rx was implanted at 14atm. The stent was post-dilated with 2.5 x 28mm balloon at 15atm pressure as a standard procedure. The post timi flow was iii. The proximal right coronary artery was described as 21mm in length, class c, and de novo with 99% stenosis.

Manufacturer narrative:
The reference vessel was 3mm in diameter with possible thrombosis prior to the procedure. The pre timi flow was ii. The lesion was treated with a 3 x 23mm cypher rx at 17atm. The stent was post-dilated with 3 x 23mm balloon at 15atm pressure as a standard procedure. In addition, another 3 x 8mm cypher rx was implanted distally overlapping the initial stent at 18atm pressure to fully cover the lesion. This stent was post-dilated with a 3 x 8mm balloon at 18atm. The post timi flow was iii. It was reported that the cardiac enzymes were elevated at 9.5 (6.3 unl) 16-24 hours post index procedure. It was reported that there were no cardiac events intra or post-index procedure reported. There were no procedural or angiographic complications reported and the patient was discharged the following day. Approximately (B)(6) months after the index procedure, the patient experienced angina and diagnosed with instent restenosis of a previously implanted cypher stent in the mid rca and underwent revascularization. It was reported that the mid rca lesion (isr) treated during this revascularization was within 5mm of previously placed cypher stent in the proximal rca and not within 5mm of previously implanted cypher stent in the distal rca. The length of the isr of the stented segment was 14mm in length with 70-80% restenosis of the previously placed stents. There was no possibility of dissection and the entire restenotic lesion was covered by the new stent placed. The event of restenosis was resolved without sequelae. According to the investigator, the restenosis was not related to the index procedure, or study drug, but probably relate to the cypher stent. At the same time, the patient was also diagnosed with instent restenosis of a previously placed cypher stent in the proximal lad lesion. It was reported that the instent restenosis was medically managed; and the lesion length was 5mm and the percentage of restenosis segment was 10-30%. The outcome of the event was ongoing, unchanged. According to the investigator, the instent restenosis was not related to the index procedure, or study drug, but probably related to the cypher stent. Concomitant medications included abciximab, ace inhibitors, acetaminophen, aspirin, celebrex, heparin, hmg coa reductase inhibitors, losartan, oxycodone, prasugrel, protonix, seroquel, simvastatin, and vitamin d. Complaint conclusion: the complaint received states that this cypress study patient had elevated cardiac enzymes post index procedure and suffered instent restenosis at approximately 22 months post procedure. This is a (B)(6) male with medical history including unstable angina pectoris, family history of coronary artery disease, hyperlipidemia, chronic pulmonary disease (copd) and current smoker. The patient had no prior stent implantations. At the time of the index procedure ((B)(6) 2010), the angiography revealed triple vessel disease. The indication for the procedure was unstable angina pectoris. A total of four target lesions in two vessels were treated. The first lesion/vessel treated was the proximal lad, cass site # 12, described as 6mm in length, type a, native vessel, de novo, 95% stenotic with possible thrombus. The reference vessel was 3mm in diameter. The lesion was treated with a 3.0 x 8mm cypher rx at 20atm pressure. The stent was post-dilated with 3.25 x 8mm balloon at 12atm pressure as a standard procedure. Timi flow was noted as 3 both pre- and post-procedure. No dissection was noted after treatment. The second vessel was the native rca, cass sites #'s 1, 2 and 3. The first site treated was the distal rca vessel, described as 21mm in length, type c, moderately calcified, possibly thrombotic and de novo with 99% stenosis. The reference vessel was 2.25mm in diameter. The pre timi flow was I. The lesion was pre-dilated with a 2.0 x 12mm balloon at 14atm as a planned procedure and a 2.25 x 23mm cypher rx was implanted at 14atm. The stent was post-dilated with 2.0 x 12mm balloon at 14atm pressure as a standard procedure. The post timi flow was iii. No dissection was noted after treatment. The next site treated was the mid rca described as 26mm in length, type c, moderately calcified, possibly thrombotic and de novo with 99% stenosis. The reference vessel was 2.5mm in diameter. The pre timi flow was ii. The lesion was pre-dilated with a 2.0 x 12mm balloon at 10atm as a planned procedure and a 2.5 x 28mm cypher rx was implanted at 14atm. The stent was post-dilated with 2.5 x 28mm balloon at 15atm pressure as a standard procedure. The post timi flow was iii. No dissection was noted after treatment. The last site treated was the proximal rca described as 21mm in length, type c, possibly thrombotic and de novo with 99% stenosis. The reference vessel was 3mm in diameter. The pre timi flow was ii. The lesion was treated with a 3 x 23mm cypher rx at 17atm. The stent was post-dilated with 3 x 23mm balloon at 15atm pressure as a standard procedure. In addition, another 3 x 8mm cypher rx was implanted distally overlapping the initial stent at 18atm pressure to fully cover the lesion. This stent was post-dilated with a 3 x 8mm balloon at 18atm. The post timi flow was iii. No dissection was noted after treatment. It was reported that the cardiac enzymes were elevated at 9.5 (6.3 unl) 16-24 hours post index procedure. It was reported that there were no cardiac events intra or post-index procedure reported. There were no procedural or angiographic complications reported, no angina and the patient was discharged the following day ((B)(6) 2010). At the 30 day, 6, 12, 15 and 18 month follow up visits no angina was reported. At the 24 month follow up, angina and revascularization were reported. Additional information received reveals that approximately twenty-two months after the index procedure, the patient experienced angina and diagnosed with instent restenosis of the study cypher stent in the mid rca and underwent revascularization. It was reported that the mid rca lesion (isr) treated during this revascularization was within 5mm of previously placed cypher stent in the proximal rca and not within 5mm of previously implanted cypher stent in the distal rca. The length of the isr of the stented segment was 14mm in length with 70-80% restenosis of the previously placed stents. There was no possibility of dissection and the entire restenotic lesion was covered by the new stent placed. The event of restenosis was resolved without sequelae. According to the investigator, the restenosis was not related to the index procedure, or study drug, but probably relate to the cypher stent. At the same time, the (B)(4) study cypher stent had restenosis. It was reported that the instent restenosis was medically managed; and the lesion length was 5mm and the percentage of restenosis segment was 10-30%. The outcome of the event was ongoing, unchanged. According to the investigator, the instent restenosis was not related to the index procedure, or study drug, but probably related to the cypher stent. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15112590 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4) from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hyperlipidemia and smoking. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00089, 3003742446-2012-00090, and 3003742446-2012-00091.